Event description:
Failure to implanted saline filled implant required surgery to explant. Then insertion of replacement implant. The physicians reviewed the incident and determined that submission to the FDA would be appropriate at this time. The device has been available to the MFR for engineering review and follow-up.